Event description:
It was initially reported that the zimmer air dermatome "does not operate." Add'l clinical follow up with the hospital indicated that the device did not graft skin evenly, and an add'l donor site harvest was required. The add'l harvest was obtained by using an altenate device, which was available for the scheduled procedure within 10-20 mins. No other info was provided regarding the function of the device and/or any add'l intervention required.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 7 years old and has been in 9 times for repairs. The last repair was on (B)(6) 2009, for an unk issue. The inspection found the '0' thickness control lever setting out of specification. The head and control bar had nicks. The likely cause of the reported complaint was corroded and damaged components, due to a lack of preventative maintenance. Clinical follow up indicated the graft taken was uneven in thickness. A review of salvaged parts showed corrosion to the motor drive bearings. The bearings did not move smoothly. This is likely to have caused uneven movement of the motor, and subsequently the blade. This, together with damage to the head and control bar, may contribute to inconsistently cut grafts by inconsistent blade movement. The '0' thickness control lever setting out of specification would not have contributed to the cause of the reported complaint. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for service or preventative maintenance since (B)(6) 2009. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.